Event description:
It was reported that the patient experienced recurrent overnight low blood glucose readings in the 50s to 60s while using the ilet system, with cause unclear, and received troubleshooting and education on hypoglycemia management including oral glucose. Symptoms included hypoglycemia, with the patient unable to recall associated manifestations. Outcomes included transient low glucose events without hospitalization or long-term sequelae. Investigation included a complaint review and user counseling focused on hypoglycemia recognition and treatment. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was consistent with use-related or physiological factors not attributable to a specific device issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.